Manufacturer narrative:
The malfunction was duplicated and attributed to extreme liquid damage. Liquid ingress was established as the source of the damages. The device was scrapped. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "off set self check failure-1174", "no flow check setup" and an unknown "1084" messages. Complainant indicated that there was no patient involvement in the reported malfunction.